Event description:
Coiling treatment of a ruptured aneurysm with subarachnoid hemorrhage. During preparation, it was reported the balloon could not be inflated properly with the guidewire. The physician removed the guidewire from the balloon catheter and flush the catheter lumen, and found an unk substance had come out of the catheter. Another balloon catheter of the same size was not available, therefore, it was reported the catheter was used in the pt and the procedure was completed. Three days post procedure, a partial thrombosis was found via MRI image. A week later, it was reported the pt presented with hemiplegia. The physician does not think the unk substance was the cause of the thrombosis/hemiplegia as this is a potential complication which can occur with a ruptured aneurysm. On f/u, the pt is recovering from reported complications.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A f/u report will be submitted when the eval is completed.